Event description:
The customer reported falsely elevated sodium generated from an alinity c processing module and provided the following data for a 64 year old male patient: sample ID (B)(6) initial result was result 164, repeat on another analyzer was 143, repeat on another analyzer was 142 (customer reference range is 135-145 mmol/l. The customer confirmed that the initial falsely elevated result was not reported out of the laboratory. There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced the ict modle, resolving the issue. No additional result issues have been documented since the part was replaced. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify any trends. A review of tracking and trending for the ict modle did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the ict modle were identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated sodium generated from an alinity c processing module and provided the following data for a 64 year old male patient: sample ID (B)(6) initial result was result 164, repeat on another analyzer was 143, repeat on another analyzer was 142 (customer reference range is 135-145 mmol/l. The customer confirmed that the initial falsely elevated result was not reported out of the laboratory. There was no impact to patient management reported.